Event description:
It was reported the patient no longer had stimulation and was unable to communicate with the ipg using the external devices. The pt could not remember when she had last recharged the ipg.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.